Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. Fse could not duplicate the reported error. Instrument was inspected and everything appeared to be in good condition. Customer ran a volume verification which passed all parameters. Fse pipetted a dummy plate with no problems. Instrument was working as expected and no repairs were required.